Event description:
Healthcare provider (hcp) responded to a letter. The serial number of the external neurostimulator (ens) was not known. The hcp also noted the cause of the stimulation issues was not determined. They also did not know the patient's weight at the time of the event, but they were noted as not overweight. The hcp noted the patient's trial is for retention and the hospital stay was not a result of the device/therapy; the hospital stay was age-related observation. The hcp lastly noted that the patient did well post-operatively. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Eval code method 4117, eval code-result 3221, and eval code-conclusion 67 no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an external neurostimulator (ens). Caller was a manufacturing company ambassador who noted that the patient didn't understand how therapy function or how to adjust setting. Caller states trial patient was not feeling stimulation and didn't know how to adjust setting. Later on that day, patient called in saying stimulation was uncomfortable. They also said they spent the night in the hospital following the trial device implant. The patient added that they didn't feel any stimulation in the hospital and never has. They also have 3 or 4 bladder problems a day and can't empty their bladder in the day time; they have an overactive bladder at night and wears a pad. During the call, the patient had access to their handset so they synched to their ens which showed stimulation was on; they were at 0.6ma. They have the ability to change programs and/or adjust stimulation so stimulation was increased to 0.7ma. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss symptoms, therapy settings, and appropriate activity level. No further patient complications have been reported as a result of this event.